Event description:
It was reported that when using the bd pyxis¿ medflex 1000 bottom door had failed. The customer stated there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bottom door had failed. The field service engineer (fse) found that the screws on the bracket for the tower door were loose, causing the door to hang when opened. The fse secured the screws holding the bracket back in place, and the door then opened and closed without issue. The customer was able to open and close the door successfully. The system functioned as intended after the field service engineer repaired the device.